Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery. A 1.50mm x 15mm maverick² balloon catheter was advanced, but unable to cross the lesion. The device was exchanged and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient status was good. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was received for analysis. A visual examination of the returned device identified no kinks along the shaft. There was a build-up of solidified blood inside the balloon. An examination of the tip found that the distal edge of the tip was jagged in appearance. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified at the proximal edge of center markerband. An examination of the markerband identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).